Manufacturer narrative:
(B)(4). Concomitant medical device: architect c16000 analyzer, list # 3l77-01, serial # (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), additional suspect medical device lot # 80051hw00, device manufacture date: 7/15/09, expiration: 7/15/11. Concomitant medical device: architect c16000 analzyer, list # 3l77-01, serial # (B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to (B)(4). Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents (B)(4).

Event description:
The customer observed clinical chemistry albumin bcg reagent to reagent imprecision across two reagent packs onboard the architect c16000 analyzer, which was captured in the analyzer's (B)(4) data. The customer further observed reagent cartridges turning color in the cartridge before initial use and evidence of microbial growth floating at the bottom of full and never used cartridges. Preliminary microbial culture performed by the customer determined yeast or fungal elements and early growth of penicillium sp. Colonies in 2 of 4 specific cartridges of albumin bcg lot 77056hw00. There was no impact to patient management.